Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission showed noise episodes on the atrial channel. A slight increase in atrial threshold and lower out of range pacing lead impedance measurements were observed. No further action was recommended or completed. The physician decided to only continue to monitor the patient using the remote care. No adverse consequences were reported.